Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the clinical field report. It was identified that the patient was experiencing pain, difficulty ambulating, and clicking noises approximately 1 year post implantation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) report source: (B)(6) study. Patient dob: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565- 2019 - 01025, 0002648920 - 2019 - 00166 , 0002648920 - 2019 - 00167. Customer has indicated that the product will not be returned to zimmer biomet for investigation as they remain implanted in patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient reported pain, difficulty with ambulation, sometimes experiencing clicking noises and moderate difficulty with adls at 1 year post op visit. Attempts to obtain additional information have been made; however, no more is available.